Event description:
The patient called lifescan and alleged that when their meter was powered on, the date and time could be displayed, not the code number. The patient stated that they attempted to contact their physician for advice, but he was unavailable. They contacted another physician and he advised them to have a drink of orange juice and then laid down. They called lfs for assistance with the meter. The patient was walked through the setting up of the meter and the issue was resolved. Due to a spontaneous / unintentional power interruption, the meter reverted from the "mmol/l" to "mg/dl" unit of measurement.